Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after resuming pump therapy following dental surgery with anesthesia and steroid exposure, with blood glucose reaching 344 mg/dl and trending down to 274 mg/dl by fingerstick after over an hour; the user replaced pump supplies at home and declined further set replacement. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no hospitalization, no backup therapy, and no ketone testing. Investigation included troubleshooting and education provided by support, including verification with fingerstick and counseling that perioperative medications and steroids can elevate glucose. Investigation of this case revealed no device alarms or alerts and no device performance issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.